Event description:
It was reported that the insulin pump alarmed motor error. The reported blood glucose reading was 135 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.